Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, following the tower restart, the surgeon console triggered a unrecoverable communication error. The team restarted the surgeon console, which resolved the issue. During the procedure, while using the monopolar energy, flashes occurred on the surgeon console monitor. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported surgeon console. Evaluation of the provided image shows the following error message: ¿communication error of the surgeon console display; the surgeon console displays are not updating. Check the surgical team¿s interactive display for instructions.¿ the display screen also seems to be turned on so the issue is not with the screen. This could be a communication issue between the surgeon console and the tower. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final supplemental report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.